Manufacturer narrative:
The product was returned for evaluation. Our investigation confirmed a leak at the blood/water phase of the returned plegiox. The plegiox was found to leak at the top cover. The investigation indicated that initial results of the leak testing of the part during manufacturing were acceptable, as a result the root cause could not be securely identified. (B)(4).

Event description:
The water phase of the plegiox was leaking beneath the water outlet.

Manufacturer narrative:
Correction from previous entry: device was returned but has not yet been evaluated. We will provide a supplemental report when we have new information. (B)(4). The device has not been returned to the manufacturer and we are unable to complete an evaluation on the affected product. When it¿s provided, we will send a supplemental report with additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
The water phase of the plegiox was leaking beneath the water outlet.

Manufacturer narrative:
The original date for initial emdr - date received by MFR - is being corrected to: 11/08/2016 from: 11/09/2017. Also correcting the event date to: (B)(6) 2016 from: (B)(6) 2016. (B)(4).

Event description:
The water phase of the plegiox was leaking beneath the water outlet.